Manufacturer narrative:
No technical services were requested or performed on the system due to the reported event. Since the tear was observed in the operating room after phacoemulsification, it could not be determined conclusively whether the system contributed or caused the initial tear. Based on assessment, the product met specifications at the time of release. Based on the information obtained, the root cause of the reported event cannot be determined conclusively. (B)(4)

Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A doctor reported that after phacoemulsification, a tear in the left anterior capsule that went posterior with vitreous in the anterior chamber was noted following the laser portion of a cataract procedure. A notch in the capsule was visualized distally from the wound. The doctor performed an anterior vitrectomy, wound glue was used and intraocular lens was placed in the sulcus. The doctor is not sure if capsule was nicked with the phacoemulsification tip. The doctor is not sure if this is laser related.